Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. However, a fresenius regional equipment specialist (res) assisted the facility with the replacement of the air separator and the high flow relief regulator which resolved the issue. The system was returned to service at the user facility following the service activity. Additionally, a records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the DHR record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the incident. There were no occlusions to the drain. The drain line meets specs. The facility's biomed tech, with the assistance of a fresenius regional equipment specialist tech, was able to replace the flow regulator as well as air separator. The machine has been returned to service without any repeat of reported malfunction.